Manufacturer narrative:
(B)(4). Date sent: 10/5/2020 d4: batch # t9381n investigation summary the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. Due to the condition of the jaw a replace instrument alert screen could be displayed during the procedure due to the I blade was making contact with the electrode causing a shot circuit. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to dethe required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a "tubal removal" the device was assembled and working, and within 20 minutes of use, it stopped opening and closing the jaw. Surgeon tried to use and the defect continued and a message appeared on the generator asking to replace the instrument. Then changed to other device and the surgery resumed normally. Patient consequence was not reported.